Event description:
It was reported that the bottom of the customer's pump came off. The customer stated that she was not aware of any significant event before noticing the bottom of the insulin pump being off. The customer did wear her insulin pump while playing basketball. The customer's blood glucose was 412 mg/dl. Troubleshooting was done. Customer was unaware as to how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, broken reservoir tube lip, minor scratched display window and detached end cap.